Manufacturer narrative:
As reported, the patient underwent placement of a optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilted and fractured.

Event description:
Per the medical records, seven months prior to the index procedure the patient was admitted to the hospital for leg swelling and discomfort and was found to have deep vein thrombosis (dvt) and was then placed on anticoagulant therapy. The patient¿s medical history at the time is notable for attention deficit hyperactivity disorder (adhd), major depression, peripheral neuropathy and smoking. According to the implant records, the patient was reported to have a preoperative diagnosis of dvt and was noncompliant with anticoagulation. The right common femoral artery was accessed via fluoroscopy guidance using seldinger technique, and a wire was placed into the inferior vena cava (ivc) with ultrasound guidance. The optease sheath was then placed, and an inferior vena cavagram was performed, revealing adequate size of the inferior vena cava and bilateral renal veins. The optease ivc filter was successfully placed and deployed below the lowest renal vein. The patient was transferred to the post-operative recovery room in stable condition. About nine years and three months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported an ivc filter with the superior tip inferior to the renal veins. The filter appeared to be a ¿trapease¿ type filter with a mild tilt to the left; no ivc concentration, and a single strut along the posterior aspect of the filter which does not appear to connect superiorly, possibly representing a fracture of the filter. Results from another CT completed five years earlier were used for comparison but were not provided for review. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter and fractured filter, becoming aware of these events approximately nine years and three months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and fracture. The patient reported becoming aware of the events approximately nine years and three months post implant. The patient also reported anxiety related to the filter. The patient¿s medical history at the time is notable for attention deficit hyperactivity disorder (adhd), major depression, peripheral neuropathy, deep vein thrombosis (dvt) and smoking. The indication for the filter implant was a history of dvt and non-compliance with anticoagulation. The filter was placed via the right common femoral vein and deployed below the lowest renal vein. Prior to deploying the filter an inferior vena cavagram was performed, revealing adequate size of the inferior vena cava and bilateral renal veins. Approximately nine years and three months post implant a computerized tomography (CT) scan was performed to evaluate the filter. Results of the scan noted an ivc filter with the superior tip inferior to the renal veins. The filter appeared to be a ¿trapease¿ type filter with a mild tilt to the left; no ivc concentration, and a single strut along the posterior aspect of the filter which does not appear to connect superiorly, possibly representing a fracture of the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.